Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event in (B)(6) 2012 and subsequently expired on (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving two separate products; associated MDR # 1225714-2013-00669, 1225714-2013-00670, 1225714-2013-00671.